Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. Isi did not receive the mtm involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a prostatectomy da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the left-hand control disabled on it's own and they had a message to restart the system. The customer informed they removed all instruments and rebooted the system. The customer said after the reboot, the system had no issues and they are continuing with the procedure. Error logs currently shows no left master tool manipulator (mtm) related errors. The customer later called and reported that the system continues to fault and they had to power cycle mid case to get the mtm controller to clear. The customer swapped a console from another system to continue the procedure. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed robotically using another console.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. No failures were observed during log review of lighthouse and aperture logs. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and 23030 error was observed on the elbow axis. After installing on surgeon side console (ssc) fixture test platform (sftp) and running the fitness test, the unit powered down and failed during verify encoder calibration with errors 32101 (local fault rection logic (frl) was hit because of a high side switch error), 23030 (pot on mtm j23 counterbalance spring cable detected failure), 23049 (counter balance torque discontinuity), 23009 (an unexpected jump in the encoder signal occurred). Additionally, the unit failed for slow gravity balance test post sine cycle for wrist pitch. Once testing was completed, the manipulator controller master base logic (mcmbl) and elbow motor were tested, and the elbow motor was verified to be the source of the fault. The root cause is attributed to a spring issue in the mtm elbow motor. Field h8 corrected to initial use.